Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had a lead warning, undefined impedance, was unable to appropriately sense atrial activity, and was unable to measure the capture threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.